Manufacturer narrative:
Button error alarms due to corroded keypad traces. Unit had broken beltclip slot, cracked battery tube threads, reservoir tube lip and scratched lcd window. No moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.